Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
A technician reported that the excimer laser shut down just as the ablation began. The procedure had started. The doctor removed the patient and restarted the system. The system went through the customer calibration and passed. They continued with the surgery day without issue. Upon follow up, the error occurred 28 percent through the treatment. Site contacted the field service engineer who worked them through rebooting and re-calibrating the laser the site was able to complete the procedure and the remaining cases of the day. The patient is doing well post operatively. This is one of two reports being submitted for the same facility. Another manufacture report will be submit for the other file.

Manufacturer narrative:
Fse (field service engineer) supported and answered questions for customer over the phone. System restart and calibrated correctly. The customer continued with the surgery day. Review of the logfiles for the day of treatment shows two startups. During first start up, the vacuum check, the energy check and the ablation check were also performed without any issue. The reported treatment was aborted during bed cut due to error 'shutter 2 opens/closes automatically\n\npress ok and follow instructions.\nfinally, turn key switch to off and call service!'. The user shut the system down by the key switch. During second start up the user performed all initialization tests without any issue or error of the shutter, restarted the aborted treatment and completed it without any further issue or other abnormalities. The user performed further treatments without problems. During the complete day, the energy was stable with no abnormalities. The root cause for the reported problem shutter error cannot be determined by reviewing the logfiles but is most possible caused by the user slipped off the laser pedal immediately after the activation signal was active. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).